Manufacturer narrative:
Additional product codes for this report include hwc. Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the heads of two (2) screws popped off during the insertion stage of an open reduction internal fixation (orif) procedure on (B)(6) 2015. The screws were removed with no fragments retained in the patient. The procedure was successfully completed with the use of back-up screws. A one (1) to five (5) minute delay was noted with a patient post-operative status of "good." This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) were received: 4.0mm cancellous screw (part # 206.0xx / lot # unknown) - qty: 3, 4.0mm cancellous screw (part # 206.024 / lot # unknown) - qty: 1, 4.0mm cancellous screw (part # 206.018 / lot # unknown) - qty: 1. Five (5) implants were returned. Two screws were intact and undamaged. The remaining three screws were broken, with only the heads and a small portion (approx. 5mm) of the shaft returned. The nature of the deformation/breakage did not allow for an accurate identification of the screw. The cutting edges of the intact screws are in good condition. Although the exact root cause is unknown, it is likely that the broken screws were inserted into excessively hard bone without pre-drilling. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per information received on november 5, 2015, the heads from three (3) screws broke during surgery. (B)(4).